Manufacturer narrative:
This follow-up is being submitted to relay additional information. Reported event was unable to be confirmed. Medical records were not provided. X-ray review confirmed early radiolucency developing at the cement hardware interface of the lateral tibial plateau. No product was returned or pictures provided; therefore, visual and dimensional evaluations could not be performed. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001825034-2019-03579; 0001825034-2019-03580. Concomitant medical products: unknown bearing, unknown femoral. Customer has not indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient has been indicated for revision due to unknown reasons. No revision has been reported to date. There is no additional information at this time.